Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 53 mg/dl. Troubleshooting was performed and found that the reservoir was empty. The customer was assisted with filling a new reservoir and priming it. During the priming process, insulin was observed squirting out. The displacement test passed. No basal rates were programmed into the insulin pump. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and excessive no delivery alarm tests could not be performed due to the prime anomaly. However, the insulin pump passed the displacement test.